Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A ¿battery power low¿ alarm occurred when the automated impella controller (aic) was unplugged from ac power. No patient harm was reported.

Manufacturer narrative:
Additional information was received indicating that the patient was not being ambulated and that no construction activity or other medical devices were within range. Corrections: d1 (brand name) was updated accordingly. D4: unique device identifier (UDI) number grouping was restructured. D6a and d6b (implant/explant dates) the dates initially recorded in these fields should be disregarded, as the suspect medical device is not an implantable product.

Manufacturer narrative:
The cause of the battery level low alarm was a communication anomaly between the battery and power battery management board. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions.